Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior side assessed, as fold flaw opening. Additional observations: wear abrasion is observed, white particles in device inner surface are observed, creases are observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.